Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as being related to recent changes in patient¿s mentation and decreasing ability to consistently perform all necessary steps to remain infection free which was interpreted as inability to consistently perform all the steps of proper aseptic technique. The peritonitis was manifested by symptoms of abdominal pain and cloudy effluent. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with vancomycin and ceftazidime (doses, frequencies, durations and routes not reported) for peritonitis. The outcome of the peritonitis event was not reported. At the time of this report, the treatment with antibiotics was ongoing. The pd therapy was ongoing. The patient would be transitioned into in-center hemodialysis. No additional information was available at this time.